Event description:
It was reported that the customer inadvertently entered an inaccurate carb value and delivered a bolus that was less than the customer intended. During troubleshooting w/tandem tech support, customer entered an add'l carb value and delivered the remainder of the intended bolus successfully. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available, a supplemental report will be submitted.